Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken. See MFR narrative for additional information.

Manufacturer narrative:
Agfa service went onsite and performed several tests and checks of the dx-d 100 unit. The dmc firmware and the mounted arrestor was the correct agfa released arrestor. The problem could not be reproduced by agfa during the system checks and the unit drove with no issues. Agfa's supplier, sedecal, worked closely with the agfa engineer to further troubleshoot during the investigation. Agfa service, by advice of sedecal, checked once again, that the arrestor was installed properly and that only the four wheels and the resistive arrestor were touching the floor. They concluded the unit was working as expected and the customer's experience could not be reproduced. No root cause could be identified. As there were no defective parts detected nor replaced, it seemed the erratic behavior of the unit was similar to an unintended movement caused by an electromagnetic pulse (emp) between the mobile frame and the ground. After speaking further with the customer it was learned the customer experienced the unintended movement when passing under a door frame in the facility. It is possible when the unit was passing under this door frame, a metallic part different than the resistive arrestor could have touched against some metallic part connected to ground and an emp could have been produced if the unit was charged with energy. The unit is now working as intended and no further events have been reported. There has been no reported patient harm for this event.

Event description:
A customer in (B)(6) reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the user was moving the dx d 100 and then the dx d 100 system increased speed abnormally and generated a beep signal. The user only could stop the system pressing the red emergency button. The unit has been removed from service. Investigation is underway and a supplemental report will be provided. There has been no reported harm to patient or user during these events.